Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Evaluation statement: performed service and repair functions. Attached box label and electrical safety. Unit seems to have been dropped. Replaced broken / damage complete transformer, lower chassis, and crack irrigation safety cover. Replaced worn fingers on complete pressure adjusters (preventive maintenance) with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that during retroperitoneal adrenalectom arthroscopic surgical procedure, it was observed that the suction roller was rotating, but fluid wasn't being drawn through the suction wheel on the fms duo+ pump device. It was further reported that the customer tested the unit after the procedure and verified that the tolerance on the rocker arm for the suction side of the pump was out of specification. A second pump was used to complete the procedure with no consequence to the patient and no delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.